Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, iliac fossa pain'), device breakage ('postoperative x-ray showed metal fragments in my right iliac fossa') and device dislocation ('a foreign body in the soft tissue of the left abdominal wall') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient experienced device breakage (seriousness criterion intervention required), device dislocation (seriousness criterion hospitalization) and the first episode of complication of device removal ("metal fragments found after bilateral salpingectomy"), 8 years 7 months after insertion of essure. On (B)(6) 2020, the patient experienced the second episode of complication of device removal ("metal fragments found after bilateral salpingectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("iliac fossa pain"), genital haemorrhage ("heavy bleeding"), heavy menstrual bleeding ("heavy menstrual bleeding") and hypoaesthesia ("numbness in my upper limbs"). The patient was treated with surgery (essure fragment removal by subtotal hysterectomy on (B)(6) 2020 and essure removal with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had not resolved and the device breakage, device dislocation, the last episode of complication of device removal, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding and hypoaesthesia outcome was unknown. The reporter considered abdominal pain lower, device breakage, device dislocation, genital haemorrhage, heavy menstrual bleeding, hypoaesthesia, pelvic pain, the first episode of complication of device removal and the second episode of complication of device removal to be related to essure. The reporter commented: essure insertion was uneventful. Since the insertion of the devices, symptoms occurred. Despite this, and even though the diagnostic assessments were normal, it was not until 2020 that the medical staff attributed my symptoms to the essure devices. On (B)(6) 2020, essure was removed by a bilateral salpingectomy, postoperative x-ray showed metal fragments. Discharge report dated (B)(6) noted that the removal procedure was carried out due to ¿symptoms that may be caused by their presence of the essure devices. To remove the fragments a subtotal hysterectomy was performed on (B)(6) 2020. For this reason, same symptoms (heavy bleeding) continued for over 3 months before the metallic fragments that had been found could be finally removed. She was on sick leave between (B)(6) 2020 and (B)(6) 2021. Despite the second procedure, she continued feeling pain in the same region. Thus, she underwent another abdominal x-ray on (B)(6) 2021, which showed a foreign body in the soft tissue of the left abdominal wall (without any changes compared to the previous x-ray from 2020). Because of this finding, the patient could not be discharged before more diagnostic tests were performed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure insertion uneventful recorded in report. Ultrasound scan - on (B)(6) 2017: normal. X-ray - on (B)(6) 2020: after bilateral salpingectomy: metal fragments in my right iliac fossa, at the distal level of the sacrum at the distal level of the sacrum, a foreign body in the soft tissue of the left abdominal wall; on (B)(6) 2021: a foreign body in the soft tissue of the left abdominal wall (without any changes compared to the previous x-ray from 2020). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, iliac fossa pain'), device breakage ('postoperative x-ray showed metal fragments in my right iliac fossa') and device dislocation ('a foreign body in the soft tissue of the left abdominal wall') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient experienced device breakage (seriousness criterion intervention required), device dislocation (seriousness criterion hospitalization) and the first episode of complication of device removal ("metal fragments found after bilateral salpingectomy"), 8 years 7 months after insertion of essure. On (B)(6) 2020, the patient experienced the second episode of complication of device removal ("metal fragments found after bilateral salpingectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("iliac fossa pain"), genital haemorrhage ("heavy bleeding"), heavy menstrual bleeding ("heavy menstrual bleeding") and hypoaesthesia ("numbness in my upper limbs"). The patient was treated with surgery (essure removal with bilateral salpingectomy and essure fragment removal by subtotal hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had not resolved and the device breakage, device dislocation, the last episode of complication of device removal, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding and hypoaesthesia outcome was unknown. The reporter considered abdominal pain lower, device breakage, device dislocation, genital haemorrhage, heavy menstrual bleeding, hypoaesthesia, pelvic pain, the first episode of complication of device removal and the second episode of complication of device removal to be related to essure. The reporter commented: essure insertion was uneventful. Since the insertion of the devices, symptoms occurred. Despite this, and even though the diagnostic assessments were normal, it was not until 2020 that the medical staff attributed my symptoms to the essure devices. On (B)(6) 2020, essure was removed by a bilateral salpingectomy, postoperative x-ray showed metal fragments. Discharge report dated (B)(6) noted that the removal procedure was carried out due to ¿symptoms that may be caused by their presence of the essure devices. To remove the fragments a subtotal hysterectomy was performed on (B)(6) 2020. For this reason, same symptoms (heavy bleeding) continued for over 3 months before the metallic fragments that had been found could be finally removed. She was on sick leave between (B)(6) 2020 and (B)(6) 2021. Despite the second procedure, she continued feeling pain in the same region. Thus, she underwent another abdominal x-ray on (B)(6) 2021, which showed a foreign body in the soft tissue of the left abdominal wall (without any changes compared to the previous x-ray from 2020). Because of this finding, the patient could not be discharged before more diagnostic tests were performed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure insertion uneventful recorded in report. Ultrasound scan - on (B)(6) 2017: normal. X-ray - on (B)(6) 2020: after bilateral salpingectomy: metal fragments in my right iliac fossa, at the distal level of the sacrum at the distal level of the sacrum, a foreign body in the soft tissue of the left abdominal wall; on (B)(6) 2021: a foreign body in the soft tissue of the left abdominal wall (without any changes compared to the previous x-ray from 2020). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.